Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. Additionally, the customer reported high blood glucose (bg) level of 532 mg/dl. Customer administered a manual injection to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.